Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 4/24/97. Check "iab catheter" sounded several times during iabp. Pumping continued for several hours. Just before the pump stopped, blood was noted in the catheter. The dr had difficulty removing the iab. He had to twist the iab to remove it from the pt. Event complications: none from the event - reported 5/5/97. Pt's current status: stable - reported 5/5/97.